Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed. The water filter in the endoscope reprocessor was not replaced in a timely manner. The event occurred during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause was the facility not changing the water filter according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: operating manual: automated endoscope reprocessor oer-4 chapter 7: monthly or weekly tasks, or as required 7.2 replacing the water filter (maj-2318). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.